Event description:
A leak of a chemotherapeutic agent. The tubing set was being primed with fluoruracil by a healthcare professional. During priming of the set in the biological safery cabinet," "a few ml leaked out of the set at the y-site. The customer contact noted that the pre-pierced reseal was missing from the y-site of the set. The priming was stopped and the set was discarded. There was no reported adverse effects to the healthcare professional. No medical interventions were required. A new tubing set was primed without incident. Though requested, no additional information was provided.